Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant procedure, the guidewire was difficult to insert through the lv lead. The lead was removed and a new lead was implanted. The procedure was completed without any adverse consequences to the patient. The patient was stable.